Event description:
The contact stated that the customer's blood glucose was tested using the customer's elite meter and her contour meter. The elite read 103 mg/dl, while the contour read 266 mg/dl. The difference between the reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for eval and the meter is to be replaced at that contact's insistence. Replacement products will be sent to the customer.